Event description:
The reporter stated that the surgeon implanted a micl 12.1mm implantable collamer lens in the pt's left eye on (B)(6)2010. Lens was explanted on (B)(6)2010 due to pt having increased amount of pressure and swelling of the corneal. The pt also had severe headaches and vomiting. The lens was removed with no widen incision and no suture was required. No other lens was implanted. The pt's last visit was on (B)(6)2010, bcva was 20/25. The pt was prescribed eye drops for pressure. See MFR 2023826-2010-00806 for the right eye.

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, (B)(4): eval results (other): a lens work order search was performed and no similar complaints were found within the same work order. (B)(4)